Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that station had a database bloating issue. A technical support specialist (tss) identified the station was in disconnected mode with a database size of 10gb and followed the knowledge article "proper data sync 2.0 procedure". Tss validated synchronized status, stopped services, backed up the database, restarted data sync services, and performed a full sync from the med application gui. After completion, the database (db) size reduced to 5441.25mb, and communication was restored. Customer confirmed normal operation, and tss proceeded with case closure (cc). The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was experiencing a database bloating issue. When users attempted to remove medications, the system automatically logged them out. The station was confirmed to be online in remote support service. However, there were no delays or adverse events or injuries reported based on this event.